Event description:
It was reported that erosion and dehiscence occurred. It was noted the managing health care provider (hcp) had called the reporter on the report date to get a copy of the emergency lioresal withdrawal and overdose procedures. The pump was explanted and prior to the explant, the patient was weaned ¿some¿. The hcp had wanted the withdrawal/overdose procedure ¿in case¿ the patient had withdrawal symptoms to be prepared. The reporter was unsure if the site was cultured or if the patient was given antibiotics. The device system was used to deliver baclofen. It was later reported that the patient¿s pump and catheter were explanted. Initially the case was to be a pocket revision but the wound above the patient¿s incision turned out to be open to the implanted pump and catheter. The health care provider (hcp) made the medical decision at that time to explant both the pump and catheter. The patient was placed on oral baclofen post operatively. As of (B)(6) 2013, the patient was doing well on the oral baclofen and was experiencing only a mild return of spasticity related symptoms. It was later reported that the pump was discarded by the circulating nurse prior to the device manufacturer representative¿s arrival in the operating room. It was reported ¿since this was an open wound infection issue and the pump was functioning appropriately I did not request the pump be sent for analysis¿.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10869r63, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter, product ID: 8709, lot# j10869r63, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter. (B)(4).